Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus / basal delivery and motor position encoder error error alarm confirmed in thehistory file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. The pump was received with cracked case at display window corners and battery tube threads, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.